Manufacturer narrative:
Concomitant medical products: 4672, lead, implanted (B)(6) 2017. Product event summary: the device was returned and analyzed and no anomalies were found. The device had foreign material in the connector. The device indicated a damaged grommet, foreign material on set screw, a set screw with a rounded socket, and a damaged set screw. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the attempted cardiac resynchronization therapy defibrillator (crt-d) exhibited a setscrew problem, resulting in high and low left ventricular channel impedance as well as non-capture. The device was not implanted and a different device was used to complete the procedure. No patient complications have been reported as a result of this event.